Event description:
It was reported that during an infusion the bag was empty and pump says there is 14.4 ml left in the bag. Infusion finished early. This report addresses the infusion administration set. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.